Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. There was noise seen on the atrial channel when the right atrial (ra) lead was connected to the device header. A setscrew problem was suspected. The noise was observed when the atrial lead was connected and when the device was removed, the noise was no longer present with the use of the pacing system analyzer (psa). A new device was implanted. No patient complications have been reported as a result of this event.